Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has liquid patch on the bottom row right side on display. When the customer tried to calibrate the touch screen calibration it was not responding. The customer confirmed that there was no patient involvement associated with the reported event.